Event description:
Fluid was coming out of the exit site, around the catheter. When the PICC was removed a hole was found in the catheter, more or less in the tract where the catheter has just entered the vein.

Manufacturer narrative:
An investigation has been initiated. When the investigation is complete a supplemental report will be submitted.